Manufacturer narrative:
The serial number of the analyzer was (B)(6). A comprehensive review was performed of the pcr amplification curves, algorithm settings, and overall system performance of thecobas® 5800 and cobas® 6800 instruments (sn (B)(6) and sn (B)(6)), as well as the associated cobas® mpx reagent lot n14197. Based on this evaluation, these factors were excluded as potential root causes of the unexpected non-reactive hiv result. The review of the pcr signals of the questioned hiv results verified accurate result calling. There is no indication of a miscalling based on the generated pcr signals of the hiv detection channel. The data analysis revealed no anomalies in the algorithm that could lead to erroneous results. The investigation determined that the non-reactive results on the cobas® 5800 may be attributed to the sample aliquot lacking sufficient viral particles at the time of testing. A product problem was not identified.

Event description:
There was an allegation of questionable hiv result with the cobas® mpx - 480t assay for a donor sample tested on the cobas 5800 instrument compared to the cobas 6800 instrument. The 6-pool sample result was reactive for hiv. On (B)(6) 2026, the individual donor testing (idt) was performed on the cobas 6800 and the result was non-reactive. On (B)(6) 2026, the idt was performed on the cobas 6800 and the result was reactive for hiv.